Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "cracks in the inner diameter of the connector, which with the double lumen tube is connect." Alleged issue reported detected prior to use. No patient impact reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "cracks in the inner diameter of the connector, which with the double lumen tube is connect." Alleged issue reported detected prior to use. No patient impact reported. Patient condition reported as fine.